Manufacturer narrative:
(B)(4). The device was not available for evaluation. The cause of this reported problem is the user had disconnected solution bags and then reconnected them to the set. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had accidentally hooked their solution bags up to the wrong lines, disconnected the bags, and then reconnected them to the correct lines. This occurred during the third fill cycle of peritoneal dialysis (pd) therapy. Technical service representative (tsr) explained that the hp should not disconnect and reconnect solution bags and assisted the hp in ending therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.